Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a ngen rf generator, us and midway through the procedure, when the medical team attempted to come on ablation, an "electrode impedance too high error" (code unknown) appeared on the ngen generator. When they tried to come on again a pedal stuck error (code unknown) appeared. They tried to come on again and the same electrode impedance too high recurred. The grounding pad port was red. Another grounding pad was placed on the patient and connected to the ngen¿ generator, and the grounding pad port was no longer red and the ablation port started to blink red. A defibrillation patch was moved to a different location on the patient and the ports on the ngen¿ momentarily turned green and then back to red. The catheter cable was replaced with no resolution. The catheter was replaced with no resolution. The grounding pads were replaced with no resolution. The full ngen¿ system was rebooted with no resolution. No patient consequences were reported.

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case is currently unknown, therefore no PMA details are available. Follow-up was performed and no additional information was provided. Therefore, this file is processed with the ablation catheter information of the qdot micro catheter. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 5-aug-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a ngen rf generator, us and midway through the procedure, when the medical team attempted to come on ablation, an "electrode impedance too high error" (code unknown) appeared on the ngen generator. When they tried to come on again a pedal stuck error (code unknown) appeared. Device evaluation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. The failure was not duplicated during the analysis. Other circumstances may have affected device performance. The issue was resolved by rebooting the system. A device history record evaluation was performed for the finished device number 24020060fg, and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).